Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ enteric parasite panel the customer received false positive results. Retesting produced negative results. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "we¿ve had two samples now that have been both crypto and giardia positive using the bdmax enteric parasite panel which when retested have been negative."

Event description:
It was reported that while using bd max¿ enteric parasite panel the customer received false positive results. Retesting produced negative results. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "we've had two samples now that have been both crypto and giardia positive using the bdmax enteric parasite panel which when retested have been negative."

Manufacturer narrative:
H6: investigation summary: we¿ve had two samples now that have been both crypto and giardia positive using the bdmax enteric parasite panel which when retested have been negative. Do you have any idea as to why this may have occurred as it¿s quite unusual to be positive for both targets. It¿s also concerning that there may be crypto/giardia single targets that are being reported incorrectly as positive. Have any other sites reported any issues?